Manufacturer narrative:
(B)(6). Analysis of the returned percuflex plus ureteral stent revealed the device had been torn in two pieces. The proximal 5.1 centimeters of the device had been torn off jaggedly and at an angle. A second tear was found in the proximal remnant from the proximal sideport hole to the proximal end of the remnant. The tear was approximately 5 millimeters long and was also jagged. The suture was returned with the stent and appeared to have been cut, most likely due to an attempt to remove it from the stent. The most probable root cause for this event is determined to be "handling damage."

Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was being used to treat urinary stasis (patient weight unknown). According to the complainant, when they were trying to remove the suture, the stent broke into two pieces. The procedure was successfully completed using a second percuflex plus ureteral stent. There were no patient complications due to this event.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was being used to treat urinary stasis (patient weight unknown). According to the complainant, when they were trying to remove the suture, the stent broke into two pieces. The procedure was successfully completed using a second percuflex plus ureteral stent. There were no patient complications due to this event.